Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 one infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was high more than 500 mg/dl and patient went to emergency room and subsequently hospitalized. The blood glucose level was 857 mg/dl and issue are resolve through bolus via the pump and manual injection. The patient also admitted to ICU (intensive care unit) and patient also gets results for ketones but was unaware of value of ketosis. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.